Manufacturer narrative:
Additional manufacturer narrative: this model is not sold or marketed in the u.s. However, it is similar to device: model #2800. The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 75 years old patient with a 25mm carpentier edwards valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of approximately 7 years and 10 months due to degeneration leading to aortic regurgitation. Reportedly, patient presented with increasing soboe. A 26mm transcatheter valve was successfully implanted within the pre-existing surgical device. The patient was noted as to be discharged to recovery in stable condition.

Event description:
Edwards received notification that this 75 years old patient with a 290025mm valve implanted in the aortic position underwent a valve in valve procedure after an implant duration of 8 years due to degeneration leading to aortic regurgitation. Reportedly, patient presented with increasing soboe. A 26mm transcatheter valve was implanted within the pre existing surgical device successfully. The patient was noted as to be discharged to recovery in stable condition.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.